Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms or low battery alarms noted. However, unable to prime the insulin pump during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners and case at reservoir tube window corners. The insulin pump was received with broken belt clip slot and battery tube threads. The insulin pump was received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. Customer also reported a low battery alert and a no delivery alarm. Customer's blood glucose was 170 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to prime the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.